Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow-up when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015 at 11:21. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and on (B)(6) 2015 at 11:30 he consumed more food or drink in response to the alleged issue. The patient claimed that ¿half an hour¿ before the alleged issue occurred, he had developed symptoms of ¿a hypo episode¿ and that at 12:30 on (B)(6) 2015 he was treated with IV fluids by the emergency medical services (ems). The patient also reported that at ¿between 12:00 and 03:00¿ he had a blood glucose test done on a doctor¿s meter which gave a result of ¿165mg/dl¿. At the time of troubleshooting the cca noted that when the patient was walked through a retest it was unknown if the issue was resolved. Replacement products were sent to the patient. Although the patient was treated for a blood glucose excursion by a healthcare professional, there is no indication that the subject meter caused or contributed to this serious injury. The patient had become symptomatic prior to the meter issue. This complaint is being reported because the alleged issue was not resolved with troubleshooting.